Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the sensor did not have an insertion needle, just the electrode itself. They tried to insert the sensor, but the skin was not penetrated. The sensor would be replaced and returned for analysis.